Manufacturer narrative:
Evaluation summary one accuview graph was returned to medtronic for evaluation. Per the returned graph, the duration of the study was 93:57 hours. The capsule signal was normal for most of the study- hovering between 3.8ph and 6.9ph. When the patient was on supine mode, there were gaps and ignores throughout the study. This can occur if the recorder is placed more than 2 meters away from the patient's body or if there's a momentary interruption. The recorder stopped recording after 93:57 hours of the 96:00 hour study. This could occur if the battery is discharged prematurely or the recorder was not fully charged.

Manufacturer narrative:
Evaluation summary one study was returned for evaluation. The study was 93:57 hours long. The bravo capsule signal was at normal values for most of the study (3.8 ph ¿ 6.9 ph). There are ignores throughout the study, mostly when patient was on supine mode which can indicate that recorder was placed more than 2 meter from patient¿s body. Other small ignores can caused by momentary interruption. The recorder stopped recording after 93:57 instead of 96:00. The short study occurred due to suspected bravo recorder battery discharged. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the sales representative forwarded studies to technical support for review. The study was opened and there was an external exception efface error indicating that the study was corrupted. The capsule and recorder will not be returned for evaluation. A repeat procedure will be required due to the alleged device malfunction. Patient information and last known patient status could not be provided. There was no harm to the patient or user due to the alleged device malfunction. No other known adverse events were reported.